Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? Age: (B)(6), gender: female, weight: (B)(6) kg, bmi: 30.8. 2. What is the date of index surgical procedure? (B)(6) 2020. 3. What were the diagnosis and indication for the index surgical procedure? Grave¿s disease and compressive symptoms from goiter. 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Relatively healthy. History of scarlet fever at age 13 and history of head injury status post craniotomy. Allergies only to codeine. 5. Was there any intraoperative concurrent use of other products? No other hemostatic agents used. 6. What is the lot number? 3936698. Expiration date: 12/31/2021. 7. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Prophylactically. 8. Where was the surgicel used (on what tissue)? Used in the thyroid bed. 9. How much surgicel was used during the procedure? 1 sheet cut up into postage size pieces, she had a very large goiter so her superior pole was very high in the neck. 10. What were current symptoms following the index surgical procedure? Onset date? Symptoms of hyperthyroidism ~ (B)(6) 2021. Initially thought to be due to too high a dose of levothyroxine but persisted after stopping all thyroid medications. 11. What is physician¿s opinion as to the etiology of or contributing factors to this event? Unsure ¿ the surgeon has consistently used fibrillar for every neck operation and has never experienced this before. 12. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative course? Unknown ¿ the surgeon was unaware that the fibrillar can last months after surgery and become encapsulated, not sure how this occurs. 13. What is the patient¿s current status? She underwent reoperation for what was thought to be regenerated thyroid but there was no thyroid tissue seen, only encapsulated fibrillar. 14. What were the findings from the second procedure after re-opening the patient? Were there any traces of surgicel fibrillar observed? There was encapsulated fibrillar above the strap muscles (surgeon does not put any fibrillar there) and encapsulated fibrillar in the thyroid bed, and initially it looked like to could be thyroid but it was all fibrillar. There was no thyroid tissue found.

Event description:
It was reported that a patient underwent a thyroidectomy procedure on (B)(6) 2020 and absorbable hemostat was used. Absorbable hemostat was implanted in the patient after a thyroidectomy. After three months, the absorbable hemostat was still showing up on an uptick scan. This looked like the thyroid was regenerating so the surgeon reopened the patient to remove the absorbable hemostat. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(6) 2021. Additional information: h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.